Event description:
It was reported that on an unknown date, handle of instrument was cracked. There was no patient involvement. This report involves one (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 311.43, synthes lot # ft00202, supplier lot # ft00202, release to warehouse date: october 24, 2016, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that handle with quick coupling, small (p/n: 311.43, lot number: ft00202) has a broken condition at the handle, this condition is related with the customer complaint. No dimensional inspection was performed due to post-manufacturing damage and device geometry. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The diameter and tolerance of bore hole in the handle was changed. Additionally, the diameter tolerance of the dowel pin hole in the handle was changed. These changes were made due to a CAPA and are relevant to the device condition. The CAPA was launched to identify the root cause of handle breakage and reduce its occurrence. Through the CAPA investigation, it was determined that the root cause of the handle cracking was that the tolerances of the holes in the handle were too tight. Depending on the material condition, the press fit between the metallic shaft/dowel pin and their corresponding holes in the handle could lead to an excessive interference fit condition, in which internal stresses within the handle are created. These internal stresses could lead to the handle cracking and/or breaking. The respective drawings were updated through action activity and the design updates were deemed effective through effectiveness action. It was determined the risk levels associated with a cracked complaint condition were low and medium and determined that an update to the risk documentation was required, which was done through a CAPA. The CAPA investigation determined that a new, limited scope would be created through action activity to document the occurrence rates, severity levels and harms for device 311.43. The overall complaint was confirmed as the broken condition observed on the handle with quick coupling, small would contribute to the complained device issue. There is indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.